Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an interrogation on (B)(6) 2011, an increase in thresholds was revealed. A fluoroscopy confirmed lead dislodgement on (B)(6) 2011. The lead was repositioned.